Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
Loss of capture shown on this lv lead, with sudden occurrence of noise intervals on (B)(6) 2025. All other statistics appear within normal limits. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.